Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, a scratch is noted on the optical part. The surgery was completed without product replacement. Lens still remained in the patient's eye. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo provided showing implanted lens on a monitor screen. Reported complaint cannot be confirmed from the provided photo. Based on our observation of the attached photo, the reported complaint could not be seen. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).